Event description:
The patient contacted animas on (B)(6) 2012 stating that the down arrow keypad button was difficult to press. The patient denied damage to the keypad or trauma to the pump. The patient reportedly used a protective case, wore the pump on a belt, and cleaned the pump with a cloth and wipes. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the contrast keypad button was intermittently unresponsive and the ok, up and down arrow keypad buttons responded appropriately. There was evidence of keypad contamination found under all of the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.